Manufacturer narrative:
Similar incidents have been received for the intermate product family. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA # im-CAPA-0007. The CAPA was opened on august 5, 2005 and is in the investigation stage.

Event description:
Customer reports the reservoir ruptured at the end of an infusion of vancomycin. Reporter states no patient injury resulted.